Event description:
It was reported that, "washed and poly exchange. Possible infection."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.